Manufacturer narrative:
Insulin pump received with cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, crack on the battery tube threads and cracks on the reservoir tube lip.

Event description:
Customer reported that the insulin pump has a large crack in the upper right corner of the screen and a small crack in the left upper corner. Blood glucose value is 161 mg/dl. Nothing further reported.